Manufacturer narrative:
Product analysis one still image was returned. Biologics observed within the delivery catheter filter basket loaded within delivery catheter recovery catheter not observed within the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the ep spd2-050-320 spider fx device, a chronic total occlusion with 100% lesion stenosis was present in the right superficial femoral artery, specifically in the mid-section. The lesion was calcified with moderate calcification and little tortuosity, measuring 30mm in length and 5mm in diameter. During the procedure, the transparent lumen at the front end of the spider device separated and remained in the body. The procedure involved pre-dilation of the vessel, and the spider was exchanged into the body using an internal 18 guide wire. The surgeon noticed the marker point was incorrectly positioned, leading to the withdrawal of the spider. The physician was able to replace various sheaths from the body and remove the separated part of the spider  from the body, and a new spider was successfully deployed at the distal end, completing the surgery. No patient injury reported.